Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: mentor smooth round moderate profile 375cc saline breast implant, catalog 3501660, lot # unknown. (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a procedure with a mentor smooth round moderate profile 375cc saline breast prosthesis that deflated post-operatively. As a result, the patient had the device explanted and replaced with a mentor smooth round moderate plus profile 350cc saline breast implant on (B)(6) 2016.